Manufacturer narrative:
B3: event date is estimated as three months prior to re-implant.

Event description:
It was reported that the previous artificial urinary sphincter (aus) had eroded. It was removed, and new device was subsequently implanted. There were no further patient complications reported.